Event description:
Customer reported to beckman coulter, inc. (Bec) that there was leakage from the sample mixer wash station of the unicel dxc 800 synchron system. Customer reported that there was dried material surrounding the wash station tower, extending to the reaction wheel. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the cartridge chemistry (cc) sample and reagent mixer wash station and performed alignments. The fse verified that the repairs were performed per established procedures.

Manufacturer narrative:
Evaluation method: wash station. Bec identifier for this complaint is (B)(4).